Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, dark ring, and missing shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a smooth opening in the radius side. Based on the device analysis the final assessment was a smooth opening on anterior side, and missing piece of the shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.